Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: street: (B)(6), postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the bakri tamponade balloon catheter's balloon leaked during treatment of a uterine atony hemorrhage after a cesarean section. The patient lost approximately 800ml of blood. The device was placed with oval forceps through the abdomen. After suturing, the uterus, about 100ml of water was injected to the balloon and the user found "blood water" flowing out of the vagina. After the balloon leak was discovered, the patient bled and additional 200ml. Hemostasis was achieved by using another same-like device and filling it with 300 ml of water. A blood transfusion was not needed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, the bakri tamponade balloon catheter's balloon leaked during treatment of a uterine atony hemorrhage after a cesarean section. The patient lost approximately 800ml of blood. The device was placed with oval forceps through the abdomen. After suturing, the uterus, about 100ml of water was injected to the balloon and the user found "blood water" flowing out of the vagina. After the balloon leak was discovered, the patient bled and additional 200ml. Hemostasis was achieved by using another same-like device and filling it with 300 ml of water. A blood transfusion was not needed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The bakri tamponade balloon catheter was returned to cook for evaluation. The balloon was inflated and found to leak. A puncture mark was observed in the balloon at the leak site. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search revealed two other complaints associated with the reported device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sos_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the returned device appeared to be damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.